Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced vaginal and urethral erosion and the device was removed. The device was not returned for eval.